Event description:
It was reported that the patient presented with their leadless pacemaker in magnetic resonance imaging (MRI) mode. The cause of the MRI mode was unknown. No intervention was performed. The patient was in stable condition.

Event description:
New information received indicates that programming changes were made to resolve the issue of unexpected MRI mode.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.

Manufacturer narrative:
It was reported that the device was inappropriately in magnetic resonance imaging (MRI) mode. Final analysis of device diagnostics confirmed that an inappropriate mode change to MRI mode occurred, with evidence consistent with a root cause of the leadless pacemaker interpreting electromagnetic interference (emi) as a false-positive telemetry command to change mode. No further anomalies were detected.

Event description:
It was reported that the patient presented during magnetic resonance imaging. The implanted leadless pacemaker was found in backup mode. No interventions were performed. The patient was in stable condition.